Event description:
It was reported that a vns pt experienced pain during stimulation at the neck site. The pt had recently had a full system replacement as she was initially implanted in 2009 and shortly after surgery, she developed vocal cord paralysis. The vocal cord paralysis is now resolved, but the pt presented pain. Additional information was received from the treating physician indicating the pt was having muscle spasms with stimulation and the probable cause was vns implantation which topped connective tissue in the sternocleidomastoid muscle. The implantation of vns gave massive tension and spasms in the muscle at each stimulation of vns. Interventions taken were to reduce the pt's settings (decrease pulse width to 130 usec) to ameliorate the event. Moreover, the physician stated the pt reported horner syndrome and recurrence paresis in (B) (6) 2009 directly after initial vns implant. At the moment surgical intervention has not been planned and good faith attempts to obtain additional information have been unsuccessful to date. At the moment the muscle spasms are not present anymore and were related to stimulation as parameters were reduced.